Event description:
Related to MFR report # 2183959-2011-00508. Related to MFR report # 2183959-2011-00509. It was reported that an apogee graft was implanted on (B)(6) 2007. The pt "experience severe pelvic pain and mesh erosion after placement of ...transvaginal mesh products. On (B)(6) 2010 the exposed mesh in the posterior compartment of the vagina was surgically removed and the band of mesh in the obturator membrane was released."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.